Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument did not work when the surgeon depressed the cautery pedal. The monopolar cord was changed, connected to the instrument, and still the cautery did not work. A new instrument was used with the same cautery cord, and then the cautery worked when the surgeon depressed the pedal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have failed both the electrical continuity and cautery tests, indicating an interruption in the electrical pathway between the instrument pins and grip tips. The continuity test performed at the tip confirmed the absence of current flow. A visual inspection revealed that the conductor wire appeared to be broken at the weld to the hook base, specifically where it wraps around the conductor cap. Additionally, failure analysis identified a segment of exposed conductor wire, consistent with the customer-reported complaint. The exposed section showed signs of insulation damage and thermal degradation, with adjacent components also exhibiting evidence of damage. The instrument passed the recognition and engagement tests and had nine uses remaining at the time of evaluation. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.